Manufacturer narrative:
No product returned.

Event description:
It was reported that two (2) deformed everest polyaxial screws were left in a patient. The surgery was completed successfully with an unknown surgical delay. No adverse consequences or medical intervention were reported. This report is for the second screw.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion h3 other text : device remains implanted.

Event description:
It was reported that (B)(4) deformed everest polyaxial screws were left in a patient. The surgery was completed successfully with an unknown surgical delay. No adverse consequences or medical intervention were reported. This report is for the second screw.